Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the second occurrence was on (B)(6) 2024 which was resolved with basic care.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had drainage from pin hole at the ipg incision site at 5 days post op. The drainage swabbed negative for infection. The initial reaction was resolved. However, later at 10 days post op a new pinhole drainage reoccurred. As such the patient was hospitalized for a surgical procedure, wherein suture was added and the ipg was repositioned in the same pocket on (B)(6) 2024 to address the issue. Reportedly, everything has healed now.